Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of thumb ring break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the thumb ring of the trapezoid rx broke while attempting to crush a stone. Another trapezoid rx was used to complete the procedure. There were no patient complications as a result of this event.